Manufacturer narrative:
Additional information was received that the failure was caused by user error. The customer damaged the flow sensors while cleaning them. The warnings in the user manual state, do not clean the interior surfaces of the flow sensors. Use a damp cloth on external surfaces only. The warning in the cleaning manual state, do not insert any objects into the flow sensor to clean the interior surfaces. Damage to the flow sensor can occur. Use a damp cloth to clean external surfaces if needed. The flow sensors are a customer replaceable item. The unit continues to ventilate, and the alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. H3 other text : additional information was received that the failure was caused by user error. The customer damaged the flow sensors while cleaning them. The warnings in the user manual state, do not clean the interior surfaces of the flow sensors. Use a damp cloth on external surfaces only. The warning in the cleaning manual state, do not insert any objects into the flow sensor to clean the interior surfaces. Damage to the flow sensor can occur. Use a damp cloth to clean external surfaces if needed. The flow sensors are a customer replaceable item. The unit continues to ventilate, and the alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a flow sensor issue where the diaphragm was stuck open. There was no report of patient involvement.